Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration, to uterus/bowel"), device dislocation ("migration to bowel") and device breakage ("fractured implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of essure ,laparoscopy with bilateral tubal ligation,diagnostic hysteroscopy and cystoscopy). Essure was removed. At the time of the report, the perforation, device expulsion, device breakage, urinary tract infection, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dyspareunia, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (other) please describe and state the location of the perforation: essure implant embedded with adhesions to the bowel'), fallopian tube perforation ('fallopian tube perforation'), embedded device ('migration, to uterus/embedded on the fundus of the uterus and in the epiploic of the bowel/ essure implant embedded with adhesions to the bowel/ migration of essure device location of device: uterus'), device dislocation ('migration to bowel/expulsion in to abdomen/ migration of essure device location of device: bowel/removal of right essure from abdomen'), device breakage ('fractured implant/ device breakage') and pelvic inflammatory disease ('pid') in a 25-year-old female patient who had essure (batch no. 689936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pid pelvic inflammatory disease and insomnia. (B)(6) 2013- specimen(s) submitied: a:cervical, liquid-based preparation final diagnosis: a. Cervical, l1qui d·based preparation (thinprep® ): satisfactory for evaluation. Endocervical component present. Hormonal effect consistent with age and history. '* negative for intraepithelial les ion or malignancy. Inflammation, moderate. (B)(6) 2015-specimen(s) submitted: a:uterus . Cervix, right tube and ovary final diagnosis: a. Uterus, cervix, right tube and ovary: cervix - chronic inflammation. - no evidence of dysplasia. Endomyometrium - inactive endometrium with features consistent with exogenous hormone effect. - no evidence of hyperplasia or malignancy. - myometrium with no histopathologic abnormality. Right adnexa - ovary with no histopathologic abnormality. - fallopian tube with no histopathologic abnormality. Left fallopian tube . - no histopathologic abnormality. Concurrent conditions included grand multiparity, irritable bowel syndrome, constipation chronic, fatty liver infiltration, nausea, depression, herpes simplex, irregular menstrual cycle, polycystic ovarian syndrome, pelvic congestion syndrome, endometriosis, ovarian cyst, obesity, vaginal discharge, gas, cramp in lower abdomen, pain in thigh, vaginal bleeding, palpitation, multigravida, cervicitis, perineal pain, drug allergy (promethazine hcl hallucinations-phenergan,penicillins) and acne. The patient also had a family history of heart disease, unspecified and depression. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol; levonorgestrel (portia-28) from (B)(6) 2015 to (B)(6) 2015 and levofloxacin (levora) from (B)(6) 2014 to (B)(6) 2015 for bleeding genital, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as medroxyprogesterone acetate, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2010, sulfamethoxazole, zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015 and zolpidem from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 22 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety & depression, and down"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with allopurinol (elavil), doxycycline, linaclotide (linzess), metformin, nsaids, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, cystoscopy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device dislocation, device breakage, pelvic inflammatory disease, dyspareunia, depression and pelvic congestion had not resolved, the fallopian tube perforation and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection and weight increased had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic congestion, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Insertion details- two trailing coils on the right side. Three trailing coils on the left side. On (B)(6) 2010: operative laparoscopy with bilateral tubal ligation with kleppinger removal of essure implant from abdomen. Current weight 180 lbs. (B)(6) 2010- removal of right essure implant from abdomen, surgical removal of coil(s) - removal of right essure implant from abdomen, (B)(6) 2015- left proximal fallopian tube segment with left essure implant, surgical removal of coil(s) - left. Received treatment for pain, bleeding, bladder/urinary problem, device migration, device perforation, weight gain and hair loss events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: impression: 1 cm focal fatty infiltration of the liver. Probable mild atelectasis involving both basilar regions. Non specific bowel gas pattern. Without evidence for wall thickening of focal areas of stenosis. Simple cyst involving both ovaries measuring up to 1.1 cm in diameter.. Pathology test - on an unknown date: final diagnosis: a. Uterus, cervix, right tube and ovary: cervix - chronic inflammation. - no evidence of dysplasia. Endomyometrium - inactive endometrium with features consistent with exogenous hormone effect. - no evidence of hyperplasia or malignancy. - myometrium with no histopathologic abnormality. Right adnexa - ovary with no histopathologic abnormality. - fallopian tube with no histopathologic abnormality. Left fallopian tube . - no histopathologic abnormality. Ultrasound scan - on (B)(6) 2013: 1. Hi story of essure on the left only. 2. Minimal free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event added-fallopian tube perforation.outcome of events urinary tract infection, hair loss, vaginal hemorrhage, pelvic pain and weight loss were updated to recovered. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (other) please describe and state the location of the perforation: essure implant embedded with adhesions to the bowel'), embedded device ('migration, to uterus/embedded on the fundus of the uterus and in the epiploic of the bowel/ essure implant embedded with adhesions to the bowel/ migration of essure device location of device: uterus'), device dislocation ('migration to bowel/expulsion in to abdomen/ migration of essure device location of device: bowel/removal of right essure from abdomen'), device breakage ('fractured implant/ device breakage') and pelvic inflammatory disease ('pid') in a 25-year-old female patient who had essure (batch no. 689936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pid pelvic inflammatory disease and insomnia. (B)(6) 2013- specimen(s) submitted: a:cervical, liquid-based preparation final diagnosis: a. Cervical, l1qui d·based preparation (thinprep® ): satisfactory for evaluation. Endocervical component present. Hormonal effect consistent with age and history. '* negative for intraepithelial les ion or malignancy. Inflammation, moderate. (B)(6) 2015-specimen(s) submitted: a:uterus . Cervix, right tube and ovary final diagnosis: a. Uterus, cervix, right tube and ovary: cervix: chronic inflammation. No evidence of dysplasia. Endomyometrium: inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube. No histopathologic abnormality. Concurrent conditions included grand multiparity, irritable bowel syndrome, constipation chronic, fatty liver infiltration, nausea, depression, herpes simplex, irregular menstrual cycle, polycystic ovarian syndrome, pelvic congestion syndrome, endometriosis, ovarian cyst, obesity, vaginal discharge, gas, cramp in lower abdomen, pain in thigh, vaginal bleeding, palpitation, multigravida, cervicitis, perineal pain, drug allergy (promethazine hcl hallucinations-phenergan,penicillins) and acne. The patient also had a family history of heart disease, unspecified and depression. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (portia-28) from (B)(6) 2015 and levofloxacin (levora) from (B)(6) 2014 to (B)(6) 2015 for bleeding genital, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception as well as medroxyprogesterone acetate, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2010, sulfamethoxazole, zolpidem tartrate (ambien) from (B)(6) 2015 and zolpidem from (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 22 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"). On (B)(6) 2015, the patient experienced the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and the second episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with allopurinol (elavil), doxycycline, linaclotide (linzess), metformin, nsaids, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, cystoscopy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device dislocation, device breakage, pelvic inflammatory disease, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, alopecia, the last episode of urinary tract infection, depression, weight increased and pelvic congestion had not resolved. The reporter considered alopecia, depression, device breakage, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic congestion, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Insertion details- two trailing coils on the right side. Three trailing coils on the left side. On (B)(6) 2010: operative laparoscopy with bilateral tubal ligation with kleppinger removal of essure implant from abdomen. Current weight 180 lbs. (B)(6) 2010- removal of right essure implant from abdomen, surgical removal of coil(s) - removal of right essure implant from abdomen, (B)(6) 2015- left proximal fallopian tube segment with left essure implant, surgical removal of coil(s) - left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: impression: 1 cm focal fatty infiltration of the liver. Probable mild atelectasis involving both basilar regions. Non specific bowel gas pattern. Without evidence for wall thickening of focal areas of stenosis. Simple cyst involving both ovaries measuring up to 1.1 cm in diameter.. Pathology test - on an unknown date: final diagnosis: a. Uterus, cervix, right tube and ovary: cervix chronic inflammation. No evidence of dysplasia. Endomyometrium: inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Ultrasound scan - on (B)(6) 2013: 1. Hi story of essure on the left only. Minimal free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), hair loss, urinary tract infection, depression, weight gain, pelvic congestion syndrome was added. Migration of essure device location of device: uterus / bowel clubbed with device dislocation. Essure implant embedded with adhesions to the bowel clubbed with embedded device. Event perforation nos was updated as uterine perforation. Severity, medical history, concomitant drugs, reporter and reporter information was added. Reporter causality comments were added. Event pid was added from follow up 14-may-2019. Event outcome and onset date were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), embedded device ('migration, to uterus/embedded on the fundus of the uterus and in the epiploic of the bowel'), device dislocation ('migration to bowel/expulsion in to abdomen') and device breakage ('fractured implant') in a 25-year-old female patient who had essure (batch no. 689936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. (B)(6) 2013- specimen(s) submitied: a:cervical, liquid-based preparation final diagnosis: a. Cervical, l1qui d·based preparation (thinprep®): satisfactory for evaluation. Endocervical component present. Hormonal effect consistent with age and history. 'Negative for intraepithelial les ion or malignancy. Inflammation, moderate. (B)(6) 2015-specimen(s) submitted: a:uterus . Cervix, right tube and ovary final diagnosis: a. Uterus, cervix, right tube and ovary: cervix chronic inflammation. No evidence of dysplasia. Endomyometrium inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa. Ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube. No histopathologic abnormality. Concurrent conditions included grand multiparity, irritable bowel syndrome, constipation chronic, fatty liver infiltration, nausea, depression, herpes simplex, irregular menstrual cycle, polycystic ovarian syndrome, pelvic congestion syndrome, endometriosis, ovarian cyst, overweight, vaginal discharge, gas, cramp in lower abdomen, pain in thigh, vaginal bleeding, palpitation, multigravida, cervicitis, perineal pain, drug allergy (promethazine hcl hallucinations-phenergan,penicillins) and acne. The patient also had a family history of heart disease, unspecified and depression. Concomitant products included medroxyprogesterone acetate, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with allopurinol (elavil), doxycycline, linaclotide (linzess), metformin, nsaids, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic hysterectomy. Bilateral salpingectomies, right oophorectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, embedded device, device breakage, urinary tract infection, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, embedded device, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Insertion details- two trailing coils on the right side. Three trailing coils on the left side. On (B)(6) 2010: operative laparoscopy with bilateral tubal ligation with kleppinger removal of essure implant from abdomen diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1 cm focal fatty infiltration of the liver. Probable mild atelectasis involving both basilar regions. Non specific bowel gas pattern. Without evidence for wall thickening of focal areas of stenosis. Simple cyst involving both ovaries measuring up to 1.1 cm in diameter.. Pathology test - on an unknown date: final diagnosis: a. Uterus, cervix, right tube and ovary: cervix: chronic inflammation. No evidence of dysplasia. Endomyometrium: inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa: ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Ultrasound scan - on (B)(6) 2013: 1. Hi story of essure on the left only. 2. Minimal free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), embedded device ('migration, to uterus/embedded on the fundus of the uterus and in the epiploic of the bowel'), device dislocation ('migration to bowel/expulsion in to abdomen') and device breakage ('fractured implant') in a 25-year-old female patient who had essure (batch no. 689936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. (B)(6) 2013- specimen(s) submitted: a:cervical, liquid-based preparation final diagnosis: a. Cervical, l1qui d·based preparation (thinprep® ): satisfactory for evaluation. Endocervical component present. Hormonal effect consistent with age and history. '* negative for intraepithelial les ion or malignancy. Inflammation, moderate. (B)(6) 2015-specimen(s) submitted: a:uterus . Cervix, right tube and ovary final diagnosis: a. Uterus, cervix, right tube and ovary: cervix chronic inflammation. No evidence of dysplasia. Endomyometrium inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Concurrent conditions included grand multiparity, irritable bowel syndrome, constipation chronic, fatty liver infiltration, nausea, depression, herpes simplex, irregular menstrual cycle, polycystic ovarian syndrome, pelvic congestion syndrome, endometriosis, ovarian cyst, overweight, vaginal discharge, gas, abdominal pain lower, pain in thigh, vaginal bleeding, palpitation, multigravida, cervicitis, perineal pain, drug allergy (promethazine hcl hallucinations-phenergan,penicillins) and acne. The patient also had a family history of heart disease, unspecified and depression. Concomitant products included medroxyprogesterone acetate, medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with allopurinol (elavil), doxycycline, linaclotide (linzess), metformin, nsaids, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic hysterectomy. Bilateral salpingectomies, right oophorectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, embedded device, device breakage, urinary tract infection, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, embedded device, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Insertion details- two trailing coils on the right side. Three trailing coils on the left side. On (B)(6) 2010: operative laparoscopy with bilateral tubal ligation with kleppinger removal of essure implant from abdomen diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: impression: 1 cm focal fatty infiltration of the liver. Probable mild atelectasis involving both basilar regions. Non specific bowel gas pattern. Without evidence for wall thickening of focal areas of stenosis. Simple cyst involving both ovaries measuring up to 1.1 cm in diameter.. Pathology test - on an unknown date: final diagnosis: a. Uterus, cervix, right tube and ovary: cervix: chronic inflammation. No evidence of dysplasia. Endomyometrium inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Ultrasound scan - on (B)(6) 2013: 1. Hi story of essure on the left only. 2. Minimal free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received-lot number were added. Pt of device expulsion updated to embedded device. New reporters, patient information, medical history, treatment and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration, to uterus/bowel"), device dislocation ("migration to bowel") and device breakage ("fractured implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of essure, laparoscopy with bilateral tubal ligation, diagnostic hysteroscopy and cystoscopy). Essure was removed. At the time of the report, the perforation, device expulsion, device breakage, urinary tract infection, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dyspareunia, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (other) please describe and state the location of the perforation: essure implant embedded with adhesions to the bowel'), embedded device ('migration, to uterus/embedded on the fundus of the uterus and in the epiploic of the bowel/ essure implant embedded with adhesions to the bowel/ migration of essure device location of device: uterus'), device dislocation ('migration to bowel/expulsion in to abdomen/ migration of essure device location of device: bowel/removal of right essure from abdomen'), device breakage ('fractured implant/ device breakage') and pelvic inflammatory disease ('pid') in a 25-year-old female patient who had essure (batch no. 689936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included pid pelvic inflammatory disease and insomnia. (B)(6) 2013- specimen(s) submitied: a:cervical, liquid-based preparation final diagnosis: a. Cervical, l1qui d·based preparation (thinprep® ): satisfactory for evaluation. Endocervical component present. Hormonal effect consistent with age and history. Negative for intraepithelial les ion or malignancy. Inflammation, moderate. (B)(6) 2015-specimen(s) submitted: a:uterus . Cervix, right tube and ovary final diagnosis: a. Uterus, cervix, right tube and ovary: cervix chronic inflammation. No evidence of dysplasia endomyometrium. Inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality. Right adnexa ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Concurrent conditions included grand multiparity, irritable bowel syndrome, constipation chronic, fatty liver infiltration, nausea, depression, herpes simplex, irregular menstrual cycle, polycystic ovarian syndrome, pelvic congestion syndrome, endometriosis, ovarian cyst, obesity, vaginal discharge, gas, cramp in lower abdomen, pain in thigh, vaginal bleeding, palpitation, multigravida, cervicitis, perineal pain, drug allergy (promethazine hcl hallucinations-phenergan,penicillins) and acne. The patient also had a family history of heart disease, unspecified and depression. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (portia-28) from (B)(6) 2015 to (B)(6) 2015 and levofloxacin (levora) from (B)(6) 2014 to (B)(6) 2015 for bleeding genital, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception as well as medroxyprogesterone acetate, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2010, sulfamethoxazole, zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015 and zolpidem from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 22 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety & depression, and down"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with allopurinol (elavil), doxycycline, linaclotide (linzess), metformin, nsaids, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic hysterectomy, bilateral salpingectomies, right oophorectomy, cystoscopy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device dislocation, device breakage, pelvic inflammatory disease, dyspareunia, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, depression, weight increased and pelvic congestion had not resolved, the pelvic pain was resolving and the anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic congestion, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Insertion details- two trailing coils on the right side. Three trailing coils on the left side. On (B)(6) 2010: operative laparoscopy with bilateral tubal ligation with kleppinger removal of essure implant from abdomen. Current weight 180 lbs. (B)(6) 2010- removal of right essure implant from abdomen, surgical removal of coil(s) - removal of right essure implant from abdomen, (B)(6) 2015- left proximal fallopian tube segment with left essure implant, surgical removal of coil(s) - left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Computerised tomogram - on (B)(6) 2014: impression: 1 cm focal fatty infiltration of the liver. Probable mild atelectasis involving both basilar regions. Non specific bowel gas pattern. Without evidence for wall thickening of focal areas of stenosis. Simple cyst involving both ovaries measuring up to 1.1 cm in diameter.. Pathology test - on an unknown date: final diagnosis: a. Uterus, cervix, right tube and ovary: cervix chronic inflammation. No evidence of dysplasia endomyometrium. Inactive endometrium with features consistent with exogenous hormone effect. No evidence of hyperplasia or malignancy. Myometrium with no histopathologic abnormality right adnexa. Ovary with no histopathologic abnormality. Fallopian tube with no histopathologic abnormality. Left fallopian tube . No histopathologic abnormality. Ultrasound scan - on (B)(6) 2013: 1. Hi story of essure on the left only. Minimal free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Reporter's information was added. Added event fromyour use of the essure device: psychological or psychiatric problems condition: mental anguish. Updated outcome of event pelvic pain from not recovered/ not resolved to recovering/resolving. Updated event onset date. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.